Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported an unresponsive touch screen display on this ventilator device. The customer stated no known information report on patient harm or injury with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect front panel part number 16558 and serialized with bct4229j rev. J for investigation. The fa group performed a visual inspection and found two big scratches on touch screen. The fa engineer installed the front panel onto a test device and cycle the device on, which duplicated the reported device behavior. The fa group was unable to perform the touch screen calibration due to the touch screen damage. At this time, the reported event was confirmed and duplicated. The component root cause is associated with component damage, this adverse event was caused partially or wholly by the user of the device including sample handling.